Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was described as vessel was severely angulated; aortic neck diameter below the renals measured 24 - 21.3 - 22.4mm; neck length was 27mm; diameter at bifurcation was 28.9mm; right iliac proximal-distal was 17.4 - 19.1 - 17.9mm; left iliac proximal-distal was 20 - 18.8 - 17.3mm; right and left access vessel were 10 and 9.2mm respectively. It was reported that after deployment of the stent grafts, an unknown endoleak (blushing type IV or 1) was noted on the main body. A palmaz stent was deployed and the leak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), unapproved use of device (severely angulated neck). Evaluation, conclusions: user error contributed to event (severely angulated neck).